Event description:
Related manufacturer reference number: 2017865-2023-24530 related manufacturer reference number: 2017865-2023-24532 related manufacturer reference number: 2017865-2023-24533 it was reported a patient presented in the hospital with an infection, arm pain and swelling. No changes were reported. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.